Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 20 closed samples and 3 opened (only without the second pack, the first pack is closed). Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the (B)(4): 3.99 kgf in average and 3.79 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of (B)(4)/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reports that during a laparoscopic prostatectomy, the following suture, novosyn 2/0 hr40 ref (B)(4), was cut continuously during the knot process. It happened with 4-5 sutures that were taken from different boxes/lots (721023 and 720483). To exclude any possibility of mistake, the doctors tried also to make knots outside the abdominal cavity, and the sutures were also cut easily. Related case: 3003639970-2021-00340. No further information has been received.